Event description:
The advocate stated the customer received a blood glucose reading of 580 mg/dl from his breeze2 and a reading of 230 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement test strips were sent to the customer.